Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing when the heart rate increased. An attempt was made to change the vector, but the sensing issue was not resolved. The doctor chose to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.